Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient presented to the hospital for a generator change due to normal eri. Fluoroscopy revealed externalized conductors between rv and svc coils. The lead was connected to the new device. The dft testing was successful. The patient was well.